Manufacturer narrative:
The reporting facility returned six used samples. Five out of six samples passed the visual eval; however, they failed the functional testing. Four samples exhibited valve sticking induced by blood leakage. One sample revealed a reseal boot tear due to inappropriate access with interlink blunt plastic cannula. Review of the product reporting database revealed no similar reports have been received for lot#ue106278. No aberrancies were noted during the batch review.

Event description:
Customer reported an incident in which the valve stuck and a pt bled through the valve. No pt injury resulted and no medical intervention was required. Additional info provided by the IV therapy rn reported that six samples had a "valve mechanism that does not deactivate." There was no pt injury or medical intervention reported related to any of these six samples.